Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Device evaluated by MFR: the unit was not returned; therefore, no product analysis could be performed. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).

Event description:
Same case as MDR ID: 2134265-2011-00543. It was reported that during preparation for a rotational atherectomy treatment procedure, a wire fracture occurred. The 82% stenosed target de novo lesion was located in the moderately tortuous and moderately calcified left anterior descending artery (lad). During testing outside of the patient, the rotawire guide wire collapsed during insertion into the femoral artery. The rotalink burr 1.25mm came into contact with the rotawire floppy guide wire and the guide wire broke. Another set of the same devices was used to complete the procedure. No patient complications were reported, and patient status is stable.

Event description:
It was further reported that the guide wire was not inside of the patient when the proximal end of the guide wire fractured.